Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), heavy menstrual bleeding ("heavy menstrual bleeding"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), alopecia ("excessive hair loss"), rash ("excessive rashes"), dyspareunia ("pain during intercourse") and medical device discomfort ("discomfort"). The dose of essure was increased. At the time of the report, the pelvic pain, heavy menstrual bleeding, back pain, abdominal pain, alopecia, rash, dyspareunia and medical device discomfort had not resolved. The reporter considered abdominal pain, alopecia, back pain, dyspareunia, heavy menstrual bleeding, medical device discomfort, pelvic pain and rash to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: results: coils were properly placed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jun-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), heavy menstrual bleeding ("heavy menstrual bleeding"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), alopecia ("excessive hair loss"), rash ("excessive rashes"), dyspareunia ("pain during intercourse") and medical device discomfort ("discomfort"). The dose of essure was increased. At the time of the report, the pelvic pain, heavy menstrual bleeding, back pain, abdominal pain, alopecia, rash, dyspareunia and medical device discomfort had not resolved. The reporter considered abdominal pain, alopecia, back pain, dyspareunia, heavy menstrual bleeding, medical device discomfort, pelvic pain and rash to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: results: coils were properly placed. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case. We were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we can not exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported. A batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 17-jun-2021: mr received. Reporter information and product indication was added. Event pelvic pain seriousness criteria updated as non-serious. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.